Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. A review of the device history record (DHR) for ab2000-b rev e/20c00872 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review for similar complaints under ab2000-b/serial number (B)(6) confirmed no other similar events. A review of similar complaints across all other systems confirmed a total of 15 similar events reported to procept biorobotics. The aquabeam robotic system instructions for use, ifu0101-00 rev. E, states: 4.3 warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic. Sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck. Traction then fill the bladder with sterile saline and maintain for approximately 30-60. Minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. C. Start cbi per hospital protocol. The information reported indicated that a remaining intravesical tissue post-aquablation procedure caused the bleeding and subsequent patient return to the or for further intervention. The device instructions for use, ifu0101-00 rev e, aquabeam robotic system, under section 8.31 contains multiple adequate methods to achieve hemostasis post aquablation therapy, including bladder neck cautery. Bleeding is a potential risk of the aquablation procedure. Based on the information received, plus review of the log file, DHR and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The device is unavailable for investigation. The investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). The patient had previously undergone greenlight laser treatment for bph and presented with urinary retention at the time of the aquablation procedure. Procept biorobotics corporation became aware post-aquablation procedure that the patient was taken back to the operating room due to bleeding (per manufacturer's instructions for use, bleeding is a potential perioperative risk of the aquablation procedure). Hemoglobin levels decreased from 12.1 g/dl to 11.6 g/dl and one (1) unit of blood transfusion was administered. A cystoscopy exam confirmed significant amount of clots in the bladder and remnant median lobe tissue. The treating physician removed the tissue with a loop and then proceeded to use a rollerball to further cauterize the area. The patient did good overnight and discharged home the next day. No malfunction of the aquabeam robotic system was reported.